Event description:
It was reported that during the device change out the right atrial (ra) lead dislodged and was unable to be repositioned due to scar tissue. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned and analyzed and no anomalies were found. Concomitant medical products: product ID: 6949-65, defib lead, implanted: (B)(6) 2007. (B)(4).